Manufacturer narrative:
Section weight and ethnicity: unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had an evident imperfection, a spot on the optic that was damaged so the lens would not be clear to see out of and it had to be removed and replaced during the same procedure. There were no surgical and/or medical interventions required/planned, and no patient injury was reported. The patient is doing great post-op. The iol will not be returning for investigation as it was discarded. No additional information provided.

Manufacturer narrative:
In review, it was noted that the section "h6-component codes" was not populated in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report. The following field was updated accordingly: component codes: 4755. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.